Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2024. The implanting physician reported that the patient is currently hospitalized for other health issues. The physician had completed an echocardiogram prior to performing a cardioversion procedure, and it was discovered that the patient has a thrombus on one side the face of the closure device tucked under the limbus. At this time, it is not known what the 45 day follow up transesophageal echocardiography (tee) looked like. The physician noted that patient is not healthy, not always compliant, has renal disease and an overriding limbus which he felt were contributing factors to development of thrombus. The position, shape and seal of the closure device in the laa were all still adequate on the most recent imaging.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24 mm watchman flx pro closure device was implanted on (B)(6) 2024. The implanting physician reported that the patient is currently hospitalized for other health issues. The physician had completed an echocardiogram prior to performing a cardioversion procedure, and it was discovered that the patient has a thrombus on one side the face of the closure device tucked under the limbus. At this time, it is not known what the 45 day follow up transesophageal echocardiography (tee) looked like. The physician noted that patient is not healthy, not always compliant, has renal disease and an overriding limbus which he felt were contributing factors to development of thrombus. The position, shape and seal of the closure device in the laa were all still adequate on the most recent imaging. It was further reported that the physician changed the patient medication regime from dual anti platelet therapy (dapt) to anticoagulation (eliquis plus aspirin) following the thrombus discovery. A repeat tee is planned for (B)(6) 2024.